Manufacturer narrative:
Visual analysis of the photographs identified: silicone migration: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported left side silicone migration, rupture, "lose of kidney shape", and granuloma. Device has been explanted.

Event description:
Healthcare professional reported left side silicone migration, rupture, "lose of kidney shape", and granuloma. Device has been explanted.

Manufacturer narrative:
(B)(4). The events of lymphadenopathy, silicone migration, granuloma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, granuloma, rupture.